Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the user request was confirmed. Additional evaluation findings are as followed: labels were worn, exera ID chip had no data transmission, brush passage was blocked, e216 error (scope communication error) displayed, forceps passage blocked, angulation was low, control knob had play, distal end plastic cover had deep dents and scratches, light guide lens had fluid, bending section cover was wet, bending section cover glue was cracked, insertion tube was buckled, scope cover was wet, light guide tube was buckled, and scope connector was wet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during an endoscopy, the gastrointestinal videoscope had a forceps that broke off internally in the scope. The procedure was completed using a similar device. There was a 2-minute delay and the patient was under anesthesia. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The scope was reprocessed after the incident occurred. The scope was then sent into olympus for repair. The scope was not used on any other patients since this event occurred and the facility stopped using the device immediately. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the biopsy channel was buckled by applying excessive bending stress to the insertion section. Then the user inserted the forceps forcibly while it was difficult to pass the forceps though the channel, leading to the suggested event. Therefore, it was possible excessive stress was applied to endotherapy accessory by irregular operation inside the channel. The event can be detected/prevented by following the instructions for use which state: - "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. Insertion of endotherapy accessories into the endoscope: caution: do not open the tip of the endotherapy accessory or extend the tip of the endotherapy accessory from its sheath while the accessory is in the instrument channel. The instrument channel and/or the endotherapy accessory may become damaged." Olympus will continue to monitor field performance for this device.